Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to minor infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ra lead was capped.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to minor infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ra lead was capped. Additional information indicates that the right atrial (ra) lead was explanted due to aseptic erosion. There were no additional adverse patient effects reported.